Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had multiple insulin pump error. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had frozen display. Customer reported that they was clear alarm. Customer reported that they was able to complete rewind the insulin pump. Customer reported that self test was ok. Customer reported that they performs internal communication tests and insulin pump error was found. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for analysis.